Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, dizziness and/or headache other. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging respiratory tract irritation, dizziness and/or headache other. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated. No repair was performed. The unit will be scrapped.